Event description:
A report was received that the patient had to frequently charge her implant. The patient underwent a non-device related surgery in which electrocautery may have been used. The patient will undergo an ipg replacement procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001)

Event description:
A report was received that the patient had to frequently charge her implant. The patient underwent a non-device related surgery in which electrocautery may have been used. The patient will undergo an ipg replacement procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001)

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual test performed. The complaint was confirmed. The device exhibited analog ic-u1 damage. The ipg depletion rate exceeded the normal range. The monopolar electrocautery procedures are a known source of high-voltage transient signal that can damage the aic-u1.